Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database (db) was giving an error. A technical support specialist (tss) dialed into the device, then checked totaldb and useddb size by using the command shell and useddb size was higher than 8.7gb, so the tss run the reindex script and confirmed that that was required to mitigate db bloating prior to es v1.8 upgrade. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had monitoring station's db bloat where user unable to dispense medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.